Event description:
It was reported that 2 bd 60ml syringe luer-lok¿ tips experienced incorrect label information. The following information was provided by the initial reporter: it was reported by the medical professional, the boxes have different packaging and they are two different sizes with the same reference number.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter name and address: (B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1104797, medical device expiration date: 2026-04-30 , device manufacture date: 2021-06-01. Medical device lot #: 1043500, medical device expiration date: 2026-02-28, device manufacture date: 2021-03-30. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd 60ml syringe luer-lok¿ tips experienced incorrect label information. The following information was provided by the initial reporter: it was reported by the medical professional, the boxes have different packaging and they are two different sizes with the same reference number.